Manufacturer narrative:
Investigation summary: since the implants were not returned for analysis and the exact part and lot number are not available the present complaint cannot be fully analysed and we are not able to give a conclusive statement. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Dcrm cannot be performed due to insufficient information. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID, date of birth and weight were not provided for reporting. Patient age was reported as (B)(6). It is unknown if months or years. This report is for one (1) unknown nail. Part#, lot# and UDI # is not available. Date of implant is unknown. Device was not explanted; device remained implanted. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided. This report is for one (1) unknown nail. PMA/510(k) number is not available. (B)(4). Additional nail could not be removed and remained in the patient. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017 during removal of an expert tibial nail (etn), the distal locking screw broke just under the head. Therefore, they used the operace system. They reamed around the screw and during removal with the operace the screw broke a second time. After this the rest of the screw and the etn were left in place. No surgical delay is reported. No information reported about patient condition and outcome. Concomitant reported parts: operace system (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown locking screw. This is report 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant devices reported: 1x extraction screw (part 80030 serialno. (B)(4)).